Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12541, related manufacturer reference number: 2017865-2019-12545, related manufacturer reference number: 2017865-2019-12546. It was reported that the patient presented in clinic for device explant. The system was explanted on (B)(6) 2019 due to infection. A temporary wire and the existing device was placed for external pacing. The system was replaced on (B)(6) 2019. Patient was stable.